Event description:
Patient reported right side "recalled textured implants and have recently noticed hardness and tenderness around the implant". Healthcare professional later reported right side capsular contracture, baker grade iii and exchange from textured to smooth due to concerns of the product. Patient later reported "moved up on my chest, causing my nipples to point down." Healthcare professional later reported capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. Migration: unable to observe as it is not related to the manufacturing process.

Event description:
Healthcare professional later reported capsular contracture, baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, anxiety-product/procedure, migration.

Event description:
Patient reported right side "recalled textured implants and have recently noticed hardness and tenderness around the implant." Healthcare professional later reported capsular contracture baker grade iii and exchange from textured to smooth due to concerns of the product. Patient additionally reported "moved up on chest causing nipples to point down," "pain," "discomfort," and "possibility of the defective implant causing alcl." Device remains implanted.